Event description:
It was reported that the patient was in the hospital and had and MRI one day prior to report to check for blood clots. The healthcare professional (hcp) stated that the patient wanted the pump interrogated because she was concerned that it was not working because she was still in a lot of pain. The caller did not know if the patient was in pain prior to the MRI. It was noted that the hcp had to give the patient oral morphine "a couple times" on the day of report and did not know if the patient received any during the previous night. It was later reported that the patient's pump was intended to infuse dilaudid. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8590-1, lot# n130826, implanted: (B)(6) 2008, product type: accessory. (B)(4).